Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging obtaining inaccurate high results of "205 and 207 mg/dl" compared to their feelings and/or normal readings. The reporter also alleged obtaining inaccurate high results compared to other devices (freestyle and ultramini); however, was unable to provide exact readings. The tests were performed within 30 minutes of each other. The reporter also alleged obtaining an inaccurate high blood result "in the 200s mg/dl range" with the subject meter compared to a result of "70 mg/dl" on another device (verio iq), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. At the time of troubleshooting, the reporter performed a control solution test and the result fell outside of the specified control solution range. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.